Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the defect was the main pcba (printed circuit board assembly) by cross checking the suspect component with a known good one. The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported vent inop (inoperable), motor fault, and xdcr (transducer) fault alarms while using the vela ventilator. The customer reported calibrating the suspect device but the issue was not resolved when the exhalation differential transducer test failed. There is no report of patient involvement associated with the event.